Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite implant 3.75 x 13mm (oss313) with crown attached was returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Implant fractured at the threads. Platform was not returned. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was ¿unknown bone density". The reported device had been placed on tooth #unk for approximately 3 years. DHR review for the lot number (2019031346) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019031346) for similar events (complaint category keywords: fracture: implant) and one other complaint was identified. Investigation has yet to be completed and results are not available at this time. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) oss313, (osseotite implant 3.75 x 13mm) for evaluation. Visual evaluation was performed, there was bone debris on the external threads. There was damage identified. The implants collar was fractured. DHR review was completed for the subject lot number 2019031346. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019031346 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use, the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, email address unknown / not provided.

Event description:
It was reported that the implant was removed due to implant fracture at implant collar.